Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected.

Event description:
The event as described per the initial reporter: when the syringe of dopamine was being changed, the new syringe of dopamine was added. The pump requested "confirm the barrel", the nurse performed the procedure several times removing and replacing the syringe into the unit. The pump would not move past the point of "confirm the barrel". The neonate's blood pressure began dropping and the pump was removed and sent to the biomedical department, and another pump was used to administer the dopamine.